Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, peri-implantitis, infection, pain, swelling. Implants #26 and 27 placed at the same time are still ok.